Event description:
A cartridge change error on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various parts of the pump, including the cartridge and pneumatic tap area, which resolved the issue. The customer was able to successfully load the cartridge and resume insulin delivery.